Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The product was returned and there was a crack down the side of the luer. It was purged with fluid and fluid expelled from the crack. It did not appear that there was excessive force applied. The root cause of the purge leak - pump was due to a damaged sidearm yellow luer most likely occurring during use due to the high tensions in combination with disinfectants and certain drug ingredients. G1 reporting contact email revised on manufacturer device report 1220648-2024-23076 in accordance with updated procedures.

Event description:
The complainant reported a broken purge filter. The yellow luer lock was leaking. The impella 5.5 was explanted. No patient survived the explant.

Manufacturer narrative:
The pump has been returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿